Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "end firing" was noted. The fiber was exchanged and the second fiber exhibited "end firing." The procedure was completed by using third fiber. Patient outcome "ok." No injury to the patient was reported. This report is for first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-541a-1347: the fiber/glass cap shows circumferential fracture on the proximal side of fiber/cap fusion zone at the metal cap open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber appears bent at the location of proximal fracture. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 0 joule and 0 minute. The second fiber: 15,674 joules of use and 3:31 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. This report is for first failed fiber.